Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained for 5 samples . Confirmatory testing was done and all samples came back negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that they had multiple false positives for n1. Customer reports multiples fps for n1. Six patients were tested - all six tested positive for n1 only. When retested the next day, all but one patient tested negative for both n1 and n2, while the one patient still tested positive for n1."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1299965. D.4. Medical device expiration date: 03-jun-2022. H.4. Device manufacture date: 26-oct-2021. H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (B)(4) lot 1299965 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Customer provided an excel sheet showing a list of 21 samples tested with the bd sars cov-2 reagents, for which a positive result was obtained. Although no kit lot was originally provided, analysis of the customer excel sheet revealed that 21 positive samples were tested using 5 different bd sars-cov-2 reagents for bd max¿ system kit lots. Among them, 8 samples were retested, 7 of which were originally tested with lot 1299965. Bd assumed that those 7 samples were the suspected false positive results described in the complaints. Apart from the excel sheet no run file was provided by the customer despite several requests, the investigation was thus limited. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1299965 was manufactured according to specifications and met performance requirements. What was observed by the customer is consistent with results obtained with specimen containing a low viral load that is close to the assay lod or with contamination during material handling or environmental contamination, however, without data, it is not possible for bd to identify a cause for the customer discrepant results. Nonetheless, the fact that several lots were used by the customer suggests that the customer discrepant results is not related to a specific lot, and based on the investigation, no reagent issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 1299965. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained for 5 samples . Confirmatory testing was done and all samples came back negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that they had multiple false positives for n1. Customer reports multiples fps for n1. Six patients were tested - all six tested positive for n1 only. When retested the next day, all but one patient tested negative for both n1 and n2, while the one patient still tested positive for n1.".